Event description:
I had a consultation with a urologist concerning a penile implant in (B)(6) 2010 and (B)(6) 2010. During both consultations, the urologist was very positive about the implant. I went with the penile implant on (B)(6) 2010. I had one night stay in the hospital. Then about the (B)(6), I contracted a yeast infection in the groin area and was in much pain. I went to the urologist on (B)(6) 2010 and received treatment for the infection. I continued in pain from the implant after the yeast infection was cured. I went back to the urologist on (B)(6) 2010 in lot of pain. I underwent emergency surgery on the (B)(6), as the urologist thought perhaps a nerve ending had continued to grow. I was in the hospital 2 nights with this surgery. I continued in considerable pain for the next month. During this time, and beginning with the implant, I was taking 5-6 ibuprofen per day along with oxycodone, along with keeping an ice pack on the affected area daily trying to control the pain and swelling. On (B)(6) 2010, I awoke with a thick fluid coming out of my scrotum where the surgery was performed. I went to the urologist. He took a culture and started me on antibiotics and told me I had a (B)(6). I returned 2 more times and both times I went to the urologist. It should be noted I am not diabetic. Finally on (B)(6) 2010, I was hospitalized again and he removed the penile implant. I went back to the urologist on (B)(6) 2011 and he said I was well enough to start the vacuum pump again. I found out after using the pump, I could not get an erection at all. I contacted a medical supply person for a new vacuum pump and while visiting with him, he said he had heard a lot of horror stories about penile implant. What is so disappointing is after going through all the pain and infection, I have less now than when I started in (B)(6) 2010.